Manufacturer narrative:
The analyzer serial number is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant beta 2-microglobulin (urine application) results for 3 patient serum/plasma samples on a cobas c 503 analytical unit. On (B)(6) 2026, sample 1 had an initial result of 7.86 mg/l with flag. The doctor questioned the initial result as it did not match the patient's clinical picture. On (B)(6) 2026, a diluted sample was repeated and the result was 20.6 mg/l. On (B)(6) 2026, sample 2 had an initial result from line 1 of 7.32 mg/l. On (B)(6) 2026, the sample was repeated and the result was 7.26 mg/l. The sample was diluted and repeated on line 1 and the result was 12.2 mg/l. The sample was also repeated in the same manner with a new reagent lot and the initial result was around 7 mg/l and when diluted, the result was around 12 mg/l. On (B)(6) 2026, sample 3 had an initial result from line 1 of 5.71 mg/l. The repeat result was 9.36 mg/l. The sample was diluted and repeated and the result was 5.69 mg/l. The customer stated that the diluted samples are giving results more consistent with the patients' histories.